Event description:
Pt revised for loose femur, osteolysis and polyethylene wear.

Event description:
Reporter alleged obtaining the results of 190 mg/dl and 46 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that his friend warmed up some chicken and rice for him to eat since he was feeling hypoglycemic and couldn't do it for himself. Reporter alleged that the next day, he obtained the results of 374 mg/dl and 97 mg/dl back to back within 10 minutes of the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.